Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cursor was drifting on the central control monitor (ccm). The device was not changed out, as the user finished the case with the ccm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) mentioned the cursor on the ccm was drifting on the screen and made the selection of specific icons and buttons more difficult. The ccp stated this issue did not prevent him from turning on/off safety systems (e.g. Air bubble detector (abd), level and pressure) and he was able to use the timers and sliders on the ccm. But, it did take a little more time and effort to select/interact with these controls. The case was completed successfully, without delay and without associated blood loss. After the procedure was completed, the ccp recalibrated the screen via the service tab of the ccm. There was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00530 and MDR #1828100-2013-00645. The ccp recalibrated the ccm after case and was working correctly after calibration. The field service representative (fsr) verified the reported issue. The fsr recalibrated the ccm screen and the cursor was not accurately positioning. After unsuccessfully calibrating the ccm, the fsr downloaded the data logs and removed the suspect ccm for further evaluation by the manufacturer. The fsr installed a loaner ccm, configured and performed a release test. The ccm operated to manufacturer specifications and was returned to clinical use. Software data logs were received by the manufacturer on (B)(4) 2014 for further evaluation.